Event description:
It was reported the epg was dropped, and the ventricular connection was broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the ventricular connector being broken. Analysis also found that the battery drawer was broken. It was also noted that the upper case, lower case, and one side bail cover was broken, the lead flex cover was contaminated and the ring was bent.